Manufacturer narrative:
(B) (4)

Event description:
Per the physician, during the patient¿s initial surgery, they encountered difficult insertion due to anatomical issues. The results of a CT scan indicated incorrect placement of the device. The patient was then taken back to the or and the device was explanted (B) (6) 2010 and new device was reimplanted.

Manufacturer narrative:
(B)(4). Device not available for analysis.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4), 2011.